Event description:
It was reported that unbeknownst to the physician, the mini vision stent fell off of the stent delivery system (sds) and onto the patient's sterile field during unpackaging. The sds was inserted into the patient and inflated. Upon inflation, it was realized that the stent was not on the sds and was found on the patient's sterile field. Another mini vision was used to complete the procedure. There were no adverse patient effects. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible on the balloon and contrast in the inflation lumen and tightly folded balloon, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was returned dislodged from the balloon, confirming the reported dislodgement. The entire length of the stent implant had smashed struts. There was one flared distal strut on the first row of the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were five kinks in the hypotube distal to the strain relief tubing. Since this damage was not reported in the incident information, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The stent outer diameters could not be measured due to the damage noted. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. In this case, it is possible the stent was inadvertently handled during preparation prior to use, resulting in the stent dislodgement. Considering the extent of the damage (smashed and flared), it is unlikely that this was a pre-existing condition as the protective sheath would not have fit over the stent implant. It is unknown when the stent damage occurred but it is possible that the damage occurred during handling of the product during packing for return analysis. It was reported that the stent dislodgement was not noted until the sds was advanced to the target lesion. The mini vision instructions for use states: prior to using the multi-link mini vision rx or multi-link mini vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for stent dislodgement for this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported stent dislodgement could not be determined.